Manufacturer narrative:
The repeat result of 7.4 mg/dl was completed on another cobas c 702. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas 8000 c702 module for two patient samples. Patient 1 had a high result of 9.90 mg/dl, and low result of 7.4 mg/dl. On (B)(6) 2026, patient 2 had a high result of 10.1 mg/dl and a low result of 7.8 mg/dl.